Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench testing and ECG stressing, using test accessories without duplicating the report. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.